Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with a prolapsed posterior leaflet, thick leaflets, and pre-existing flail. A mitraclip xtw was inserted and grasping was performed. However, difficulties visualizing the clip, difficulties grasping and capturing the leaflets occurred, and after multiple grasping attempts, it was observed that the posterior gripper line detached. The clip had become caught in chordae and was unable to be removed. Therefore, the clip was implanted in a suboptimal position, attached to only the posterior leaflet. It was noted that the gripper line was removed as usual after deploying the clip. To further reduce mr, and to stabilize the clip, a second mitraclip, a mitraclip xtw, was inserted and deployed on the mitral valve, reducing mr to a grade of 4. There was no clinically significant delay in the procedure.